Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs blood glucose, unexpected suspend [low sg]. The customer reported no adverse event. The event involved product(s) mmt-7020c4. Troubleshooting was performed. It was reported that insulin delivery was suspended due to sensor glucose vs blood glucose difference, sensor glucose value that triggered the suspend on low/suspend before low event was 2.9 mmol/l and blood glucose value associated with the triggered suspend event was 6.5 mmol/l. It was also reported sensor glucose and blood glucose difference is not within target range of glucose difference. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. Mmt-7020c4 was requested and customer response was the device will be returned.

Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (under naked eye). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of unexpected sensor alarms was not confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.